Manufacturer narrative:
B1: added product problem, this was omitted from the initial in error. D1: corrected brand name. D4: corrected the serial number and catalog number.

Event description:
A 71-year-old male patient was admitted with acute myocardial infarction and cardiogenic shock after experiencing out-of-hospital cardiac arrest. The patient underwent cardiopulmonary resuscitation and was supported with an intra-aortic balloon pump and was intubated upon arrival. The intra-aortic balloon pump was exchanged for an impella cp device. On the same day, the patient developed pink-tinged urine. Echocardiography confirmed a device malposition. Repositioning resolved the alarm and the hemolysis. On day 3, the impella was successfully weaned and explanted. Hemolysis due to malposition of the impella pump is a known risk, and echocardiography-guided repositioning as indicated in the IFU resolved the issue.

Manufacturer narrative:
The impella device was not received from the customer; therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
Additional information indicates that the impella was noted to be deep on echocardiogram (echo). Impella repositioned with resolution of hemolysis.

Manufacturer narrative:
Added: b5 based on new additional information received. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.